Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes; d.10 returned to manufacturer on: 10-apr-2023. H.6. Investigation summary: bd received 24 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve leakage was observed. Additionally, 10 of the customer samples were evaluated by functional testing, each used to draw 10 vacutainer tubes, and the indicated failure mode for sleeve leakage with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during sampling with bd vacutainer® eclipse¿ blood collection needle non patient end of needle pulled out and blood leakage occurred. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from french to english: during the sampling, the part of the needle in the pump body came out of the sheath (no risk of pricking) but the blood was leaking everywhere: patient, seat, floor...

Event description:
It was reported that during sampling with bd vacutainer® eclipse¿ blood collection needle non patient end of needle pulled out and blood leakage occurred. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from french to english: during the sampling, the part of the needle in the pump body came out of the sheath (no risk of pricking) but the blood was leaking everywhere: patient, seat, floor.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.